Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to sha ft-bearing.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
It was reported the patient had withdrawal. The manufacturer representative was requested at the ER (emergency room) to interrogate the pump. The pump logs showed a motor stall on 2014 (B)(6) at 12:55 and a motor stall recovery on 2014 (B)(6) at 12:40. It was noted, the patient had not had an MRI or any other medical procedure that could cause the motor stall. The patient had not been refilled recently. The pump would be sent back "if/when" the pump was replaced. Pump logs were returned on 2014 (B)(6) and confirmed several stalls and recoveries. A stall occurred on (B)(6), recovered on (B)(6), stalled again on (B)(6), and ultimately recovered on (B)(6). The patient¿s pump was replaced on 2014 (B)(6). The pump was used to deliver hydromorphone and bupivacaine.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.